Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this event is classified as a possible infectious corneal ulcer." As there was no product or lot number provided, no detailed investigation can be performed.

Event description:
A consumer reported that she experienced severe pain due to an eye infection in her left eye which required several types of unspecified eyedrops to be instilled every 15 minutes. She stated a corneal scrape was performed, but no results were provided. Report received from the ecp states the consumer is a previous lens refit to focus night & day lenses in 2005, was advised to cut fingernails to prevent eye scratch or torn lenses & to return for follow up care on 1/12/2006. She was advised to follow a wear schedule of 1 week extended wear. Consumer failed to return for follow up care. On 2/13/2006 consumer informed ecp office that she had experienced a left eye infection after scratching her eye & having gone swimming in a pool a few days later, requiring treatment in a hospital. On 2/28/2006 consumer reported to ecp office that she was allergic to the contact lenses. On 3/7/2006, consumer reported to ecp office that she will require a corneal transplant in future. The ecp stated the infection was contracted by swimming in a pool after the scratch happened. Pre-event acuity 6/6, os. Current acuity is unknown. Several requests have been made for additional information, however, no further information has been provided.